Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported that when the doctor was starting to insert the lens into a patient's eye, he noticed the cartridge was starting to split.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge and associated iol were returned separately. An inadequate amount of viscoelastic was observed in the cartridge. The center anterior of the tip has heavy stress beginning prior to the fill-to line and extends into an aneurysm that has torn. The tip material has stretched at the aneurysm and also torn. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A strip of coating has been torn from the interior (observed on the returned iol) located at the damaged anterior area of the cartridge tip. The lens was returned. Solution was dried on the lens. One haptic is bent and cracked. The other haptic is bent and the distal tip is adhered in dried solution to the anterior optic surface. This haptic is also split/torn in areas on the haptic distal edge. The optic posterior surface has linear scratches through the optic center. A strip of what appears to be internal top coating from the cartridge damaged area is present on the optic anterior surface. The cartridge and the qualified associated iol product history records were reviewed and the documentation indicated the product met release criteria. The reported tip damage was observed. The center anterior of the tip has heavy stress beginning prior to the fill-to line and extends into an aneurysm that has torn. The root cause for the damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Top coat dye stain testing was conducted with acceptable results. A strip of coating has been torn from the interior (observed returned on the iol) located at the damaged area of the cartridge tip. Information in the file indicated that the surgeon changed to a different cartridge and another iol, same model and power was successfully implanted into patient's right eye. The manufacturer internal reference number is: (B)(4).